Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-07978. It was reported the patient was experiencing ineffective stimulation due to both leads having high impedances. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. Effective stimulation was restored.